Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the microdelivery catheter was severely compressed on its distal shaft, the stent was jammed in the microdelivery catheter and the stent stabilizer was kinked/bent due to handling. In addition, the stent struts were found tangled and broken upon removal from the microdelivery catheter. A functional test could not be performed due to the condition of the returned stent. Information from the complaint indicated that the stent was confirmed to be in good condition prior to use, the stent delivery system was flushed with saline prior to use, and that the stent was not inside the patient when the reported issue occurred. Based on the currently available information, the damages on the stent are likely sustained from pushing and pulling the stent against friction during removal from the microdelivery catheter.

Event description:
During the analysis of the returned device, it was revealed that the stent was broken. No clinical consequences reported to the patient.